Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected and channels with abnormal impedances were seen during in situ testing. Reportedly, the change in hearing performance was gradual. There was no incident of trauma or changes in health or medication reported and no redness or swelling at the implant site observed. The user was re-implanted. According to the explant form the user experienced distortion and decreased speech perception.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were seen during in situ testing. The user was re-implanted on the (B)(6) 2021 with a mi1250 synchrony 2 device.